Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that they were having issues with the handset as it takes 1 hour to deliver a bolus and this issue was happening for a long time. Patient stated that there was a red mark on the screen, but the bolus was being delivered. Patient consulted with the healthcare provider (hcp), but hcp redirected them back to medtronic. Agent was about to attempt a troubleshooting with the patient, but patient was not able to troubleshoot at the time of the call. Agent reviewed data to patient and instructed them to call back for troubleshooting.